Event description:
The report was anonymous, thereby limiting co's ability to investigate the incident. Co is not able to determine if the scooter malfunctioned or specifically what type of interference the scooter may have reacted to.